Event description:
This report is being filed as the clip (10279425/(B)(4)) was difficult to remove from the left ventricle. Difficult device removal can cause or contribute to patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2009 and one clip (090527a03-(B)(4)) was implanted reducing the mixed mitral regurgitation (mr) grade from 3-4 to 1-2. In (B)(6) 2014, the patient was hospitalized as the mr grade was 3-4 and was stabilized with medication (catecholamines). The implanted clip was stable and attached to both leaflets. The physician assumed that the increased mr grade was due to progression of disease and was not due to the implanted clip. On (B)(6) 2014, a second mitraclip procedure was performed. During the procedure, the clip delivery system (cds 10279425/(B)(4)) was curved several times due to the challenging anatomy, but not more than 90 degrees. When the closed clip was advanced into the left ventricle and was unlocked, the clip moved abnormally and became stuck. It was assumed that the clip was caught in the chordae. The clip was able to be released; no damage to the chords was visible. The clip was maneuvered back into the left atrium (la) and when unlocked, it again moved abnormally. Due to safety reasons, the physician wanted to remove the cds from the anatomy. As the cds was being retracted back into the steerable guide catheter (sgc), the clip became stuck at the tip of the sgc. The clip was freed without using excessive force or movement.

Manufacturer narrative:
(B)(4). Estimated date of event (reported as (B)(6) 2014). Once the cds was outside of the anatomy, the clip was opened and the abnormal movement could be seen again. Another cds (10279425/(B)(4)) was used. It was very difficult to achieve an adequate grasping position with the clip onto the leaflets. Once the clip was placed, there was no reduction in mr. The physician decided to abort the procedure. During removal of the cds, the clip became stuck in the left ventricle, but was able to be released. The cds was removed without further problems. During the procedure, the cds was functioning within normal limits, no device damage was visible. After the sgc was removed, no damage to the soft tip was reported. Post procedure, the mr grade remained unchanged at 3-4. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, clip delivery system (090527a03-(B)(4)). It was reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (10279425/(B)(4)) referenced is being filed under a separate medwatch MFR number.